Event description:
It was reported that pump experienced malfunction with malf 5 error that recurred even after reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to reset pump, use mobile app to upload logs, switch to multiple daily injections as backup insulin therapy, place malfunctioning pump in storage mode, and return it to tandem within 10 days using provided shipping materials, and technical support arranged and sent replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.